Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 344 mg/dl (compact) and 130 mg/dl (nano). No adverse event reported. Requested return of suspect devices and strips, and replacement was sent.

Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). It was unknown if the initial reporter sent report to the FDA.